Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat creases, delamination of valve and white particles in device inner surface. A leak test was performed which identified delamination. A microscopic analysis was performed which identified: total delamination of valve and wear abrasion. Based on the device analysis the final assessment is a total delamination of valve due to adhesive failure.

Event description:
Healthcare professional reported a left side deflation. Device was explanted.